Manufacturer narrative:
Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 20-jan-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 20-jan-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the previous implantable neurostimulator (ins) was being replaced due to reaching eri. Damage was caused/discovered during surgery: the physician exchanged the battery and connectivity was checked. Electrode 7 was reading not connected; impedance reading at 40 ,000. The lead was taken out and replaced twice, wiped off/ cleaned and replaced in the battery with no change. Impedance and connectivity checks were unavailable in pre-op due to eri. The physician implanted the ins and the patient was programmed to cover pain pattern. The cause is unknown, but the issue was attributed to the leads. No additional interventions noted, but the issue is ongoing and the rep noted they would submit any new information that becomes available.